Manufacturer narrative:
The impella device was returned and evaluated. The root cause of the optical signal issue was not determined as no data logs were returned for analysis.

Event description:
Us complainant reported the patient was on impella cp support. While on support, the physician was informed that the device sensor may not function. The physician elected to proceed with pump insertion via peel away sheath and started on support. Aorta (ao) pressure reading was non-pulsatile and continued to read 35/35(35), pulsatile motor current and left ventricle waveform and flows 3.2. The decision was made to remove the pump and place new device. The patient survived the event.